Manufacturer narrative:
Upon investigation, the apollo service tech discovered both transport carrier rails loose and out of alignment. He also discovered the locking tab beneath the chair that interacts with the primary lock on the transport carrier loose and missing a fastener.